Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6); product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6); product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6); product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 34620568/34808544.

Event description:
It was reported that the patient had a suspected infection. Symptom of drainage in the thoracic area was noted. The infection was not device related. The patient was admitted to the hospital and underwent an explant procedure. The patient was doing well postoperatively, and all explanted devices were disposed of by the medical facility.